Event description:
A patient reported that they had a sudden loss of benefit three weeks prior to the report, and said their bladder is leaking. They tried turning stimulation up from 2.9 to 3.0v on program 3, but when they did, they had discomfort in their leg/foot. Turning stimulation up still did not help with their symptoms. They confirmed that the implantable neurostimulator (ins) was on and that the manufacturing representative (rep) had changed their programs in the past, but they did not give any dates. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.